Event description:
It was reported to distributor, by facility, per facility they just had another incident with the replaced lift received from the first incident. Facility stated, there were two cna present during the transfer from the bed to chair. The resident fell onto the mattress and did not receive any major injuries. The scale fell on her causing a skin tear on her right arm. Maintenance stated that the nut and two smaller screws on top of the scale which holds the u bracket to the scale housing came off. Maintenance stated that the earlier incident was because the nut on the bottom of the scale came off causing that resident to fall. RMA # 64725 has been issued to return lift for evaluation. Bmh MFR of lift has been notified. Distributor will be sending a rep into facility to do an in-service call.